Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service rep (csr) documentation. The lay user/pt contacted lifescan (lfs) customer service in 2009, alleging a cracked display issue with his onetouch ultra2 meter. The reported issue first occurred four days prior to contact to lfs. He claimed that 3-4 days after the reported issue began, he developed symptoms of frequent urination, dry mouth, weakness, and depression; however, he denied receiving any form of treatment that was above and beyond his normal diabetes routine. No blood glucose results were reported. According to the csr, there was no indication of misuse. This complaint is being reported because the pt allegedly developed symptoms suggestive of hyperglycemia after his meter's display cracked. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.